Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Physician used a guidewire during treatment of patients great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed duringpreparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Tumescent infiltration was utilized. Local anesthesia was used. Transducer compression was used. It was reported the wire split when pulled out of catheter lumen and stuck the provider through the sterile glove. Procedure was completed as usual after wire was out. The vein is reported to have closed and no additional treatment was required. No patient injury reported. The device will not be returned as it was discarded by customer.

Manufacturer narrative:
UDI related data quality updates only.